Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
It was reported on 23-dec-2024 by the clinical diabetes specialist (cds) that the user's healthcare provider (hcp) called and inquired about a low glucose events that required the paramedics to be called. The user is in a group home living situation. The caretaker reported to hcp the is reporting low glucose event on 21-dec-2024 where the user's blood glucose (bg) levels were in the 50mg/dl range and stated to be confirmed via glucometer. The user/caregiver were followed up with a minimum of three times without success.